Manufacturer narrative:
The insulin pump was returned for power error. Detailed trace analysis confirmed alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. No unexpected cal error or insulin pump delivery stopped during testing. The insulin pump received with minor scratched lcd window, cracked battery tube threads and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer's insulin pump received a no power error. Customer's blood glucose levels at the time 25.3 mmol/l. Troubleshooting occured. Advised insulin pump would be replaced.